Event description:
Customer alleges right motor gearbox is locking up and both right and left motor gearboxes have a very loud grinding noise. (B)(4). No injury alleged.

Event description:
Customer alleges right motor gearbox is locking up and both right and left motor gearboxes have a very loud grinding noise. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41srr, serial number/date code (B)(4) is approximately 6 months old. The user manual part number 1143206 rev g (feb-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41srr, serial number/date code (B)(4) is approximately 6 months old. The user manual part number 1143206 rev g (feb-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) issued mfg report #3004493922-2012-00106 with invacare (B)(4) as the manufacturer. The correct manufacturer is invacare (B)(4).